Event description:
When called for the patient's monthly order he stated that his catheter had been removed because of an infection. Clinic manager confirmed patient's catheter was removed due to peritonitis infection. Patient is a (B)(6) male who presented to the emergency room on (B)(6) 2015 with diffuse abdominal pain, a fever and chills that started 2 days before. The patient denied nausea or vomiting. His vital signs were as follows: temperature 100.1, blood pressure 132/82, pulse 102, respiratory rate 18, oxygen saturation 98 percent. Patient had diffuse abdominal tenderness but, reported no difficulty in catheter function. Dialysate effluent appeared cloudy. The patient was admitted with abdominal pain, leukocytosis secondary to suspected peritonitis and hypertension. He was started on gentamicin and vancomycin. The patient was determined to have klebsiella pneumoniae peritonitis. On (B)(6) 2015, his peritoneal dialysis catheter was removed and a left chest tesio catheter was placed for hemodialysis.

Manufacturer narrative:
Based on the medical records information it appears that on (B)(6) 2015, the patient presented at the emergency room with abdominal pain and a fever. He was admitted and started on empirical vancomycin and gentamycin. The patient was diagnosed with klebsiella peritonitis. Medical records do not contain a peritoneal effluent culture report for review. Patient's peritoneal dialysis catheter was removed and a tesio hemodialysis catheter was placed on (B)(6) 2015. Discharge date is not indicated. It appears that the patient started phoslo on (B)(6) 2015, after the diagnosis of peritonitis. Medical records do not contain progress notes or dialysis treatment records for review. According to the dialysis clinic's clinical manager, the patient's catheter was removed due to peritonitis infection. Clinic manager stated patient was removed from peritoneal dialysis and was completing treatments through hemodialysis. The clinic manager stated patient was given vancomycin to help treat the infection and was released from the hospital. The clinic manager could not confirm how the patient got the peritonitis nor could she confirm if a fresenius product was involved. Clinic manager did not know if peritonitis was a result of touch contamination. The clinic manager did state she thinks the patient was connected to the cycler when patient first reported symptoms to his nurse. Medical records do not contain dialysis treatment records or flow records prior to this hospitalization for review. The medical records do not indicate there was a causal relationship between the patient's liberty cycler, the cycler set or the peritoneal dialysis solutions and the patient's diagnosis of peritonitis. Device evaluation: complaint sample is not available for evaluation to confirm the alleged product malfunction. The record review found 2 lot number shipped to the customer during that time period. The batch production records for these lots were reviewed, and confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the product investigation, there was no indication that the fresenius device caused, contributed to or was a factor in the reported event.